Manufacturer narrative:
Method - device not returned, follow up conversation with company representative.

Event description:
It was reported that a patient had an x-stop implanted at level l4/l5. The patient also suffered from peripheral neuropathy. The x-stop was subsequently removed. No other information was provided.